Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
Boston scientific received information that the patient with this pacemaker had a dental procedure where cautery was used. It was reported that a magnet was not applied to the device. A non-sustained ventricular tachycardia (nsvt) stored episode revealed noise that resulted in oversensing and pacing inhibition. As a result this pacemaker dependent patient was asystolic for approximately 3.5 seconds. No additional adverse patient effects were reported. After the noise subsided, the device began pacing as expected. The time of the episode was confirmed to be the same time the dental procedure was performed. The presenting electrogram (egm) was reviewed which confirmed normal device function. All electrical lead measurements were also within normal limits.